Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 25). Reportedly, the customer did not remove the cartridge during pumping. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.